Event description:
The doctor received a contaminated needle stick with a hollow bore 18g touhy needle in l&d. The epidural was difficult to place. Once the doctor got it in the doctor discovered that there was a bulge in the catheter that prevented withdrawing the needle back out over the catheter. The catheter is wire reinforced and when under tension, it acts like a spring. In an attempt to remove the needle, the doctor lubed the catheter with sterile surgilube and the needle slipped from the doctor's hand springing back and cutting their left index finger....the doctor has the package from the defective epidural it. The doctor believes this was due to poor quality control at portex.